Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient identifier: patient ID # (B)(6). Event: updated event description. Initial reporter: updated country code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint involves seven (7) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part number: 02.211.231s. Lot number: h826318. Part manufacture date: feb 15, 2019. Manufacturing location: elmira. Part expiration date: feb 01, 2029. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.4 / 2.7mm va-lcp first mtp fusion pl/sm/0 deg/lt-ster was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. The lot quantity of 24 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history batch: part number: 316l**fi39.00x13.00 raw material. Lot number: h716135. Part manufacture date: aug 22, 2018. Manufacturing location: elmira. Part expiration date: n/a. Nonconformance noted: n/a. A review of the device history record for the raw material revealed no complaint related anomalies the device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary : product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot : part number: 02.211.231s. Lot number: h826318. Part manufacture date: 15 feb 2019. Manufacturing location: (B)(4). Part expiration date: 01 feb 2029. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.4 / 2.7mm va-lcp first mtp fusion pl/sm/0 deg/lt-ster was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. The lot quantity of 24 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history batch : part number: 316l**fi39.00x13.00 raw material. Lot number: h716135. Part manufacture date: 22 aug 2018. Manufacturing location: (B)(4). Part expiration date: n/a. Nonconformance noted: n/a. A review of the device history record for the raw material revealed no complaint related anomalies the device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019 a patient in outpatient clinic was seen on (B)(6) 2019 for a planned follow up appointment after a left first metatarsophalangeal joint fusion (done on (B)(6) 2018). It was noted the joint being red and more swollen than is usually to be expected and an x-ray taken that day showed the fusion plate to have broken and the joint not fused with soft tissue swelling. This complaint involves one (1) plate and an unknown number of screws. This is 1 of 2 for report (B)(4).